Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited low pacing impedance and a loss of capture. X-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.